Event description:
It was reported that the patient had a loss of therapy and high impedances were found. The lead and extension impedances proved to be okay. The ins was replaced and impedance checks came back normal. It was noted that there was no injury to the patient. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3387s-40, lot# v553425, implanted: (B)(6) 2011, explanted: na, lead model 3387s-40, lot# v686973, implanted: (B)(6) 2011, explanted: na, extension model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na, extension model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Analysis of neurostimulator model 37601, serial# (B)(4), showed no significant anomalies and that the device was functionally okay. (B)(4).